Event description:
A patient reported she was not feeling stimulation like she did in the past. The patient stated therapy was still helping her symptoms. The patient was at 2.8 v. The patient was wondering if her implantable neurostimulator (ins) was low. The patient used the patient programmer and it showed the ins was on and there was no indication the ins battery was low. The patient reported she had tried to increase stimulation to 3.0 v. The patient noted she had an appointment in april or may with that healthcare professional (hcp). The patient noted they had a loss of stimulation a week or 2 prior to the call. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. On (B)(6) 2018 additional information received from the patient who called in saying they weren't feeling stimulation when they lay down at night and is wondering if the ins has depleted; patient was told the ins would last 3-5 years. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on at 3.0v on program 2. The patient has the ability to change programs and/or adjust stimulation so it was increased to 3.4v; they could feel stimulation. The call center reviewed that the patient should base effectiveness on their settings and not whether or not they can feel stimulation. Battery longevity was reviewed with the patient as well. The call center said battery life depends on many variables, such as program settings, on and off cycles, lead placement, etc. The call center also said the healthcare provider (hcp) or nurse can check the status of the battery at regular check-ups. It was further reviewed that a longevity calculation can be done to estimate the ins battery life. Troubleshooting resolved reported issue. No further patient complications have been reported as a result of this event. On (B)(6) 2022 additional information received from patient. They reported the device worked perfectly for almost 5 years. Patient said the battery died in dec 2018. Patient went in to have the battery replaced in (B)(6) 2019.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of their issue was not normal battery depletion. They noted that the likely cause was "turned device off january/february. Battery was operational. The device was painful. Could not keep it turned on." Patient is still in discussion with their doctor about replacing device all together. The issue has not yet been resolved. [See related (B)(4) for stinging and burning].